Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging to CPAP device's sound abatement foam. The patient alleged having very rare cancer of the nasal passages. The patient did not report to receive any medical intervention. This notification was reviewed due to a patient reporting that they were diagnosed with a "very rare cancer of the nasal passages and wonders if there is a link with the degradation of the foam". No further clinical details were reported. The device may have caused or contributed to the reported event. However, further clarifying clinical details such as device use and maintenance, details and timeline of events, relevant past medical history, and medical intervention information are unknown at this time, and we are currently unable to make attempts to obtain additional information due to lack of customer contact information. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.